Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump had a broken belt slot, cracked battery tube threads, reservoir tube lip, scratched reservoir tube window and lcd window.

Event description:
It was reported that the insulin pump alarmed in the prime process. The blood glucose reading is 180 mg/dl. Customer is using manual injections. The insulin pump will be replaced. Nothing further reported.